Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 77-year-old male patient whose urine color changed from yellow to pink while in the intensive care unit. An echocardiogram confirmed the impella device was appropriately positioned. The care team elected to provide intravenous fluids. It was later reported that the impella device position was noted to be in the aorta following patient movement. The device support level was reduced, placement was confirmed by echocardiography, and the device was subsequently removed by the physician. The patient was reported to be stable with stable vital signs. No additional information was provided

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Data logs confirm an impella position in aorta alarm at the end of the case, with observed flow saturation and flat motor current. Device in wrong position: clinical details indicate that on 19-dec-2025, the impella position was found to be in the aorta after the patient coughed and attempted to sit up. The cause of the positioning issue was most likely related to unintentional patient movement, based on the provided clinical details. Hematuria: the cause of the injury was not determined due to insufficient clinical details.